Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported on behalf of a customer (5-year old child) a "connected to computer" message with the freestyle libre 2 reader. It was further reported that a reading of 59 mg/dl was received on an unspecified meter when customer experienced symptoms of pain in the legs, vomiting, and a loss of consciousness. The customer was treated with sugar and water for 15 minutes by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as section h10 (addtl mfg narrative) was documented incorrectly in previous report. Section h10 (addtl mfg narrative) has been updated.

Event description:
A mother reported on behalf of a customer (5-year old child) a "connected to computer" message with the freestyle libre 2 reader. It was further reported that a reading of 59 mg/dl was received on an unspecified meter when customer experienced symptoms of pain in the legs, vomiting, and a loss of consciousness. The customer was treated with sugar and water for 15 minutes by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported on behalf of a customer ((B)(6) child) a "connected to computer" message with the freestyle libre 2 reader. It was further reported that a reading of 59 mg/dl was received on an unspecified meter when customer experienced symptoms of pain in the legs, vomiting, and a loss of consciousness. The customer was treated with sugar and water for 15 minutes by a third party. There was no report of death or permanent impairment associated with this event.